Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover (s-connector). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reportable malfunction identified in b5: white foreign material in the air/water channel. Device evaluation also found the following non-reportable findings: light cover glass was chipped, light cover glass adhesive was worn, optical cover glass adhesive was worn, distal end adhesive was lifting, insertion tube bending section cover adhesive was lifting, insertion tube snakiness was not to specification, light guide tube had minor delamination, scope connector had water ingress, up/down/left/right angles not to specification, play evident in up/down and left/right angle, and failed automated air leak test. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water channel. There were no reports of patient involvement.